Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The device was received was received in two sections due to a complete separation of the shaft. A visual examination identified that the balloon was not folded which indicates that it was subjected to positive pressure. A complete balloon circumferential tear was identified located approximately 13mm distal of the proximal balloon bond. From the complete circumferential tear, the distal section of balloon material was also torn longitudinally extending approximately 45mm distally. No other issues were noted with the balloon material. As per specification, the rated burst pressure for this device is 14 atmospheres. A visual examination observed no damage to the tip of the device. A visual and tactile examination found a complete separation of the shaft located approximately at the distal tip bond. Severe stretching damage was also noted distal of the proximal balloon bond. This type of damage is consistent with excessive tensile force being applied to the device. A visual examination found that both markerbands had completely separated from the shaft and were not returned for analysis. The displacement most probably occurred due to the stretching damage to the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in an arteriovenous shunt in the moderately tortuous and severely calcified vessel. A 10.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation, the balloon burst before it reached rated burst pressure. The balloon was slowly and completely removed from the patient. The procedure was completed with another of the same device. There were no complications reported and the patient was stable post procedure.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in an arteriovenous shunt in the moderately tortuous and severely calcified vessel. A 10.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation, the balloon burst before it reached rated burst pressure. The balloon was slowly and completely removed from the patient. The procedure was completed with another of the same device. There were no complications reported and the patient was stable post procedure.